Event description:
It was reported that the 9800 system was arcing during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.